Event description:
Syringe pump tubing found to be leaking around the site between the micro tubing and the filter connection. It happened on two different lines. They were tight and continuing to leak. The fluid was visible in the well of the leur lock.